Event description:
It was reported that components were explanted due to adverse local tissue reaction.

Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding altr involving an abgii modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Device history review not performed as no lot was provided. A search of the super and chs complaint databases could not be performed as no lot was provided. Similar events have occurred for the catalogue number & product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that components were explanted due to adverse local tissue reaction. Metal levels were cobalt- 2.8, chromium - 0.6.